Event description:
A high threshold was measured in the ventricle at in-clinic f/u. No other anomalies were reported for the lead. The physician plans to revise the lead today. On (B)(6) 2013, the local rep was contacted to verify lead disposition. She stated that this lead remains implanted, but the associated device was explanted due to eri being triggered.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.